Event description:
The manufacturer received information alleging a patient was admitted to a hospital for high co2 levels while using a ventilator. The patient's physician determined the mode of ventilation was not appropriate for the patient. The mode of ventilation was changed to meet the patient's needs. The device is not returning to the manufacturer for evaluation.